Event description:
A customer contacted baxter global technical service regarding a burning smell coming from the homechoice machine while in therapy the previous night. The home patient was connected at the time of the event. The therapy was discontinued prior to completion of two full cycles. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported event of burning smell coming from the homechoice device. Internal and external inspection was performed and no issues were noted. The hc device passed the functional and electrical returned instrument testing evaluation (rite). A short simulated therapy was successfully performed. The device was determined to meet product specifications related to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event could not be verified during the sample evaluation and the review of the logs. Should additional relevant information become available, a supplemental report will be submitted.